Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40-high mg/dl. Reportedly, the customer consumed carbohydrates and gave a correction bolus to address their bg level. The customer alleged that the pump delivered boluses that caused their bg to go low bg, then high. The customer then experienced an elevated bg. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.